Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0f1za, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient fell off of a chair two weeks prior to report and ¿landed full force on my stomach.¿ it was stated the patient damaged their knee on the fall and had lumps on their arm and their elbow was black and blue. The patient stated they didn¿t ¿believe it¿s working anymore¿ in reference to their stimulator. It was noted the patient felt a ¿little twinge¿ on their left side the ¿other night.¿ it was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was also stated the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient stated they fell and broke their device. It was noted the patient had an appointment on (B)(6) 2014.